Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath failed to split completely. The physician feels that the new sheath material is "very stiff." The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.